Event description:
It was reported the device was used during a lap oophorectomy. It was reported the ez35w would not release from tissue after firing. The instrument had made a loud cracking sound when fired. A grasper was used to release the device from tissue. There was no consequence to the pt.